Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms device lot number 9238999. The complaint device was returned with the handle and the basket formation both in the closed position. The male luer lock adapter (mlla) is tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. Functional testing determined the handle does not actuate the basket formation. Visual examination noted the support sheath is severed 2 mm from the nose of the mlla. The remaining portion of the support sheath and basket sheath are still adhered. The cannulated handle is bent. There are no kinks in the basket sheath. A review of the device history record found there were no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history records revealed there have been no other complaints with the complaint device lot number 9238999. According to the instructions for use (IFU): precaution section: ¿ enclose the device in the sheath before removing from the tray/holder. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath was damaged and separated near the handle, preventing the basket from functioning. All devices are inspected for functionality and damage prior to packaging and are packaged with the basket open. The condition of the returned device makes it possible that it was inadvertently damaged during handling / use. The investigation conclusion is cause traced to user; unintended use error caused or contributed to event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a flexible ureteroscopy on the left side, the ncircle tipless stone extractor was not closing or opening any more. As reported, there is a purple piece right by the handle that was not in place anymore. There was no unintended part of the device remaining in the patient's body. No additional procedures were required and there were no adverse consequences to the patient due to the reported issue. Multiple attempts have been made to obtain additional information. At the time of this report, no additional information has been forthcoming.